Event description:
An eye care professional reported that pt with accommodative strabismus presented with mild pain in their right eye associated with wear of focus night & day lenses. Examination revealed an anterior chamber reaction and diagnosis stated as anterior uveitis. Tobradex, mydriaticum & bacicoline were prescribed. Event resolved with no loss of visual acuity. No further info is available at the time of this report.